Manufacturer narrative:
Results: the 4max was ovalized approximately 41.0 and 78.0 cm from the hub. The 4max was kinked approximately 86.0 cm from the hub. Conclusions: evaluation of the returned 4max revealed a kink and two ovalizations along the length of the device. No holes or leaks were found on the returned device. As the reported puncture hole from the guidewire could not be found, the root cause of the reported failure could not be determined. The kink and ovalizations found on the returned device may have been a result of forceful mishandling during use or preparation for the procedure. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery/right posterior cerebral artery (pca) using a penumbra system 4max reperfusion catheter (4maxc). During the procedure, the physician advanced a 4maxc through a neuron max 6f 088 long sheath (neuron max) over a non-penumbra guidewire. The physician then brought the guidewire back into the 4maxc to torque it and advance into the right pca. However, the guidewire went through the side of the 4maxc and was no longer coming out of the distal end of the 4maxc; therefore, the 4maxc and guidewire were removed. The procedure was completed using a new 4maxc, the same neuron max and guidewire. There was no report of an adverse effect to the patient.